Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm while giving bolus of insulin for high blood glucose level. The blood glucose levels of the customer was 274 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose levels. The product will not return for analysis.